Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow-up for episodes of non-sustained lead noise received via remote transmission. Far p-wave oversensing, loss of capture, and loss of rv sensing were observed. Fluoroscopy revealed the lead had pulled back into the atrium. Lead was successfully repositioned.